Manufacturer narrative:
(B)(4). The ventilator was removed from patient use and a "do note use" sign was placed on the ventilator. The customer has requested for the ventilator to be replaced. A replacement ventilator will be sent to the customer.

Event description:
It was reported that, a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time the event occurred.